Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad (cass 12). On the same day potential mi was observed by corelab based on 3rd universal definition no actions taken.